Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted distally from the stent profile. The damage most likely occurred during withdrawal attempts of the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 190mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-oct-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was locate in the mildly tortuous and moderately calcified distal left circumflex (lcx) artery. Predilation was performed using a non-bsc balloon. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was advanced and another attempt was made but still failed to cross the lesion. The device was exchanged with a 2.25 x 20 synergy stent however the device still failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.